Event description:
A distributor in china reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that the bc190 flexitrunk infant nasal tubing was found to be damaged before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of retrieving further information and the subjected bc190 infant nasal tubing. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint bc190 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand for investigation where it was inspected by a trained f&p technician. Results: visual inspection of the returned bc190 flexittrunk infant nasal tubing revealed that the tubing was damaged between the 8th and 9th spiral. It was also revealed that the film was wrinkled and torn. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the cause of the reported event is due to the tubing being pulled. All flexitrunk nasal tubings are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."

Event description:
A distributor in china reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that the bc190 flexitrunk infant nasal tubing was found to be damaged before use. There was no patient involvement.